Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Device-related photos provided found that the distal tip tore radially along the distal edge of the liner and stretching was noted on the distal tip. 3mensio imagery provided showed that the patient's right access vessel had the presence of tortuosity and calcification including above femoral bifurcation per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events of distal tip torn and resistance difficulties were confirmed per evaluation of the returned device imagery. Available information suggests that improper tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as calcification and tortuosity were confirmed via 3mensio. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force have been previously identified in product risk assessment (pra).

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra resilia valve via transfemoral approach, the sheath was advanced with a normal amount of push force. As the valve was exiting the sheath, it hit resistance and "popped through". The valve was deployed without issue and the delivery system and sheath were removed without issue. Upon inspection of the sheath, the tip had torn. No harm was done to the patient. The device was discarded at the hospital. The 16fr e-sheath and 29mm s3ur were prepped in standard fashion. There was no insertion difficulty.